Manufacturer narrative:
According to the customer, the gauze is "not absorbing and ripping" when used at peritoneal dialysis catheter site. The customer reported this is causing patients to touch their site more often and change the dressing. The customer reported a patient developed an infection at the site that was confirmed with "cultures". The customer reported the patient was prescribed "antibiotics", required dialysis catheter insertion, and required hemodialysis for "2 months" due to the infection not allowing peritoneal dialysis to continue. The customer reported the patient is now free of infection and has returned to peritoneal dialysis treatments. Sample not available for return evaluation. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, the gauze is "not absorbing and ripping" when used at peritoneal dialysis catheter site.